Event description:
The customer reported poor image quality, specifically noise appearing on the image, involving an olympus camera head.there was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of poor image quality (no image) due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.